Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report, by a consumer in the USA, of hernia in a male patient coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies (doses, frequencies, and lot intraperitoneally (ip)) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient was diagnosed with a hernia. On an unreported date the patient underwent surgery for the hernia. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 in order to obtain additional information regarding the home patient's (hp) report of a hernia. The pdrn stated that the patient underwent surgical repair of the hernia, on an unreported date in (B)(6) 2012. The pdrn was unable to confirm if the hernia was existing prior to the start of pd therapy. The pdrn stated that there had been no iipv events on the cycler that they were aware of. The pdrn stated that they did not know if the device caused or contributed to the hernia event. No additional information was available at this time.

Manufacturer narrative:
(B)(4). The device history review showed no abnormalities. A review of the device service history revealed no issues that could have caused or contributed to the reported condition.

Manufacturer narrative:
(B)(4). The device was reportedly not available for evaluation. Should additional information become available, a follow-up report will be submitted.